Event description:
On the 7th of november 2023, while supporting a customer on a query regarding high activity "activity check (ac)" flags on the optilite analyzer when running freelite kappa free kit (lk016.opt.a) and freelite lambda free kit (lk018.opt.a), the customer identified six sample ids where a less than'<' flag had been manually accepted. The customer identified that each result had been altered and released by their lis software as low values of <0.6 mg/l free light chain (flc) kappa or <1.5mg/l flc lambda, where the actual result returned by the optilite analyzer was abnormally high (reference ranges stated in the product instructions for use: kappa free (3.30 -19.40 mg/l) and lambda free (5.71 - 26.30 mg/l)). The flc kappa/lambda ratios remained correctly abnormal albethey inverted in 5 of the 6 cases (kappa/lambda ratio normal ref. Range: 0.26 - 1.65mg/l). The customer confirmed that no reports of harm to patients, change in patient management or inappropriate therapy have been received. Although no harm has been reported to date and the analyser and assays are performing as intended, the decision was taken to report as a matter of caution as in three of the six cases, if the error were to recur, there is a remote possibility of it leading to serious injury.